Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has not been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (monocryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (monocryl suture) involved? Citation: reprod med biol. (2018);17:509¿513. Doi: 10.1002/rmb2.12212. (B)(4).

Event description:
It was reported via a journal article "title : myomectomy scar ectopic pregnancy following a cryopreserved embryo transfer". Author : tatsuya ishiguro / kaoru yamawaki / makoto chihara / nobumichi nishikawa / takayuki enomoto. Citation: reprod med biol. (2018);17:509¿513. Doi: 10.1002/rmb2.12212. The authors reported a rare subtype of an intramural uterine pregnancy that resulted from a cryopreserved embryo transfer (et) after a myomectomy. Here, the embryo was implanted under the uterine serosa (ie a ¿subserosal uterine pregnancy¿). The authors also discusses the pathogenesis and management of this notable case. A (B)(6) female patient was presented with abdominal tension. Multiple myomas were detected in the uterine body. A laparoscopically assisted myomectomy was performed. After removing 15 tumors, a transvaginal ultrasound did not detect any residual tumor. The surgical sites were repaired in two layers with poligleaprone (2-0 monocryl suture; ethicon). After the first continuous unlocked suture of the deep myometrium, the needle was continuously inserted from the deep aspect of the myometrium to the serosa on both sides of the incision in the second suture. Reported complication included suture failure resulting to pseudo-cavity (n-1). The same female patient, (now at age (B)(6)) with a history of a myomectomy visited the clinic, following 2 years of infertility. Multiple myomas were redetected in the uterus. A laparoscopically assisted myomectomy was reperformed because the myomas were suspected as one of the causes of infertility and potentially future perinatal complications. During myomectomy, an incision was made after injecting diluted vasopressin. To remove the myomas around the pseudo-endometrial cavity, the uterus was incised vertically and the surgical site was repaired with double-layer continuous suture. Nineteen myomas (sized 1-7 cm) were removed and the actual endometrium was not injured during surgery. No obvious residual tumor was detected with the transvaginal ultrasound during the surgery and interceed® (ethicon) was used. Reported complication included a severe inflammatory intraperitoneal adhesion (n-1) which was removed and mild hydrosalpinges (n-1). In conclusion, subserosal uterine pregnancy is a rare form of intramural pregnancy, which is a rare subtype of an ectopic pregnancy, which could occur at the myomectomy site, especially after an embryo transfer. It is believed that this rare ectopic pregnancy resulted from embryo implantation under the serosa through a micro-sinus tract that was a site of suture failure of the myomectomy scar and was partially affected by the embryo transfer.